Event description:
The iab was inserted into the pt on 11/25/97 at 4:00 pm and removed on 11/25/97 at 7:45 p.m. The iab did not malfunction. The pt had severe bleeding and a transfusion was required. Also, a vascular surgeon was consulted, removal and surgery were required and the pt had an expanding hematoma. Event complications: bleeding/removal/surgery required/hematoma-rpt'd 12/5/97. Pt's current status: unk - rpt'd 12/5/97.